Manufacturer narrative:
On initial MDR missed to report the concomitant medication. All listed associated products are qualified for use with the lens. A qualified combination of lens, cartridge, and viscoelastic products were indicated. A qualified company handpiece was also indicated as an associated product. Per the company handpiece IFU: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens would not load and fold properly. There was no patient harm and patient was not hospitalized.